Manufacturer narrative:
Initial 2 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026 that the patient's three infusion set patch did not stick to skin upon insertion. The patient experienced high blood glucose levels and was treated with correction bolus via pump.